Event description:
It was reported that during a ptca/stent procedure, after one stent was placed in the mid left anterior descending, another planned stent was placed. The stent delivery system sds, resistance was encountered. The removal of the sds caused the second stent to dislodge, leaving a 5 mm gap between the two stents. A third stent was then placed to fill the gap. Reportedly, there was no pt injury.